Manufacturer narrative:
Block d4, h4: the suspect device lot number is not provided; therefore, the manufacture and expiration dates are unknown. Block g2: report source: medwatch# (B)(4). Block h6: imdrf device code a150208 captures the reportable event of loop entrapment on patient's tissue. Imdrf device code a050702 captures the reportable event of loop cutting issue.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the device would not retract back into the catheter, the device would not snare the polyp, and the snare was stuck on the patient's tissue/polyp. The snare was also bent. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the suspect device lot number is not provided; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150208 captures the reportable event of loop entrapment on patient's tissue. Imdrf device code a050702 captures the reportable event of loop cutting issue.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the device would not retract back into the catheter, the device would not snare the polyp, and the snare was stuck on the patient's tissue/polyp. The snare was also bent. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.